Event description:
The pt's electrode array reportedly had extruded. The pt was seen by the surgeon for eval. The surgeon decided to explant the pt's ci device. The pt was reimplanted with another advanced bionics cochlear implant.